Manufacturer narrative:
The reported events of no capture, low pacing lead impedance and clavicle crush were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found clavicle crush damaging all the lumens and ptfe liner distal to the suture sleeve tie impression. The etfe cable coating of one ring electrode cable was also damaged consistent with clavicle crush in this location. The cause of the reported events was isolated to clavicle crush.

Event description:
During follow-up, low impedance and loss of capture in high output mode was observed. The physician alleges the poor electrical measurements are due to subclavicular crush. A revision procedure is anticipated, the hv therapy was disabled until then. The patient was in stable condition.

Event description:
Additional information was received that the lead was explanted and replaced. The patient was in stable condition.